Event description:
The clinician reports that the day the implant was placed in ada 10, failure occurred upon insertion. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, increased sensitivity and abscess. No further patient complications were reported.